Event description:
It was reported that a crack was observed on the hub of the pta balloon dilatation catheter during prep. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for a crack on the inflation hub. It is unknown if set up and/or procedural issues contributed to the reported event. Additionally, there was no damage to the package. The definitive root cause could not be determined based upon the available information. The ultraverse 014 instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Sections a through d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.